Manufacturer narrative:
Diopter: +16.00/ silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) (B)(4). Method code(s):evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed no similar complaint within the work order. Visual inspection of the returned product found the lens optic torn along with and loop haptic are torn off missing. There was evidence of dry clear surgical residue on optic surface.. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon inserted a aq2015a +16.00 diopter silicone three piece lens into the patient's left eye. The reporter said the defect was on the optic right down the middle, it was noted after insertion into the patient's left eye. The defect was probably a tear or scratch on the optic. The lens was cut to remove from eye. A vitrectomy was performed. There was no capsule tear. A different aq lens was implanted and a suture was used to close the wound. The patient's vision is good. No additional information is available. Cause of lens tear is unknown.

Manufacturer narrative:
(B)(4)